Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess instrument test well images for the sample on (B)(6) 2014. It was determined that no camera roi adjustment was needed.

Event description:
On (B)(6) 2014, a customer reported an unexpected abo blood group mistype with a galileo instrument.